Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped per instruction. A sheath was inserted into the pt's femoral artery. Upon insertion of the iab, the pump alarmed and blood was noticed backing up into balloon tubing. As a result, the md removed the iab and sheath as one unit. A second iab was prepped, a sheath was inserted over the existing spring wire guide (swg) and the iab was inserted successfully. There was no reported pt death or injury. Medical/surgical intervention was not required. The therapy was delayed / interrupted for less than one min. There were no reported pt complications and the pt outcome was good. Add'l info rec'd on (B)(6) 2012 from the cath lab rn, bsn stated the pump used for this pt is one of three and the serial number is not known. The error message is also unk because as soon as the pump alarmed, the staff concerned themselves with the iab. The iab was removed with the sheath. The second iab was easily retrieved in less than one min. The pt rec'd the second iab w/o issue and was taken to surgery.